Event description:
Spontaneous. Patient reported had to use two emergency mixes over the weekend due to premixed cassette issues. She was not able to tell me the pump alarm but did confirm that both cassettes alarmed on both pumps and the alarm cleared when she used her emergency cassettes. She confirms it's not a pump issue but a cassette issue. Lot number not available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6)/caremark by pt/caregiver.